Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects will be filed under a separate medwatch report #. The UDI is unknown because the part and lot #s were not provided. Article: title: "final 3-year outcome of a randomized trial comparing second-generation drug-eluting stents using either biodegradable polymer or durable polymer: nobori biolimus-eluting versus xience/promus everolimus-eluting stent trial." (B)(4).

Event description:
It was reported through a research article identifying unspecified xience/promus that may be related to the following: patient death, thrombosis, myocardial infarction, hemorrhage, cerebrovascular accident. This article summarizes clinical outcomes of 1618 patients that were treated with unspecified xience/promus stents. Specific patient information is documented as unknown. Details are listed in the article, titled "final 3-year outcome of a randomized trial comparing second-generation drug-eluting stents using either biodegradable polymer or durable polymer: nobori biolimus-eluting versus xience/promus everolimus-eluting stent trial."

Manufacturer narrative:
(B)(4).